Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of hi (greater than 27.7 mmol/l) when scanning the adc freestyle libre sensor compared to an unknown device. As a result, the customer self-treated with insulin (dosage unknown) which resulted in a "low sugar coma" after 5 minutes. Emergency services were called, and the customer was brought to the hospital. After an unspecified amount of time, a blood glucose performed by the customer of 5.7 mmol/l on an unknown device was compared to a sensor scan of 19.7 mmol/l. No further treatment was provided. There was no report of death or permanent injury.